Manufacturer narrative:
H3: analysis of the software exports and logs was completed. The site holds two intra-operative instruments trays. As the issues reoccurred inconsistently, two potential root causes were suspected: renaissance or 3rd party microdrives instruments inaccuracy or the 3d scanner. In terms of instruments suspected inaccuracy. A test protocol was prepared to test each instruments tray and its integration with the 3rd party microdrive. Eventually the two instruments trays were replaced by a third tray, and the microdrive was also replaced by the 3rd party. It was mentioned by the surgeon that since they started using the new instruments there is an accuracy improvement (by 0.5mm), but it still remains inconsistent, meaning some trajectories are off and some are perfectly on target. In terms of the 3d scanner, a technical service representative inspected the scanner and reported that the distance/travel calibration was out of specification, and there was a slight lateral twist that was within tolerance. Additionally it was mentioned by the surgeon that the scanner utilized a scan protocol using "axial" format (the scanner moves, stops and scans every 10mm distance), in opposed to the CT scan protocol for renaissance brain application which requires sequential scans, contiguous or overlapping slices, helical (or spiral). Analysis could not determine the root cause of the for the inconsistent issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a lead placement procedure for deep brain stimulation. It was reported that the trajectory was lateral from plan by 1.5 mm during the procedure. The surgeon used a bengun to move the trajectory and the lead was able to be placed. The cause of the deviation was unknown. There was no patient harm and the procedure was delayed less than an hour.